Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was found to have a hematoma underneath the vns and has been referred to surgeon for evaluation. Information was later received that the patient had their device explanted due to possible infection. Per the physician assistant, it appeared both the chest and neck incision sites were infected. The physician is not sure why the sites are infected as the patient was implanted about a year ago and is unknown at this time when the infection was first noticed. The device history record's of the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. Both products were sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.